Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: "a low reading issue with the abbott diabetes care (adc) device was reported. The customer reported receiving a low glucose reading of 50 mg/dl on the abbott diabetes care (adc) device compared to a reading of 124 mg/dl via fingerstick." Adc customer service was able to successfully contact the customer on the first attempt to attempt to troubleshoot the issue, however, adc customer service was unable to proceed with troubleshooting due to customer refusal. A second and third attempt were not attempted. Based on the information provided, there was no report of serious injury associated with this event.